Manufacturer narrative:
(B)(6).

Event description:
The international philips remote service engineer reported that a ventilator could not be turned on. Patient or user involvement information is unknown and was requested from the rse. The rse reported that no further information could be obtained. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Additional information was requested from the customer. No further response was received.